Event description:
It was reported that the patient went to the emergency room due to shortness of breath and it was noted that the patient was "probably in atrial fibrillation for a couple hours." The patient was converted with medication. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.